Event description:
Modified event description update: (B)(6) 2018: it was reported patient was implanted with a variable angle locking compression (va lcp) posterolateral distal humerus plate, three (3) cortex screws, and three (3) va locking screws on (B)(6) 2018 for a right distal humerus fracture. During a post-operative visit, surgeon determined that the whole construct fell apart and there was inadequate fixation for the fracture type. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the implants. It is unknown if there was a surgical delay. Revision surgery was completed successfully. Patient outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a variable angle locking compression plate (va lcp) posterolateral distal humerus plate, one (1) 20mm cortex screw, two (2) 18mm cortex screw, one (1) 16mm va locking screw, and two (2) 22mm va locking screws on (B)(6) 2018 for a right distal humerus fracture. During a post-operative visit, surgeon determined there was inadequate fixation for the fracture type. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the implants. It is not known what additional hardware was implanted. Revision surgery was completed successfully. This report is for one (1) 2.7mm/3.5mm va locking screw 22mm. This is report 4 of 7 for (B)(4).